Event description:
Allegedly revised due to mom complications.

Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This is the same event as 3010536692-2014-00073, -00074, -00075. This report will be updated when investigation is completed.